Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg of a 6/7f mynxgrip vascular closure device (vcd) was adhered to the device when removed from the body. Manual compression was held to finish the procedure. There was no reported patient injury. Additional procedural details were requested but not available. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the polyethylene glycol (peg) of a 6f/7f mynxgrip vascular closure device (vcd) was adhered to the device when removed from the body. Manual compression was held to finish the procedure. There was no reported patient injury. Additional procedural details were requested but not available. A non-sterile ¿mynxgrip tm vascular closure 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock opened. The advancer tube was on the catheter shaft with the sealant covering the balloon¿s proximal tip as received. The condition of the returned device indicates an incomplete removal of the device. The procedural sheath was not returned with the device. Visual inspection at high magnification showed that the sealant was covering the balloon¿s proximal tip as received. The product history record (phr) review of lot f2234101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device components¿ was confirmed through analysis of the returned device since the sealant was received covering the balloon¿s proximal tip. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube being on the catheter shaft. Based on the information provided, the condition of the returned device and the investigation performed, the failure reported as ¿sealant-sealant stuck to device components¿ was confirmed. The reported failure also could have been caused by the sealant prematurely hydrating and adhering to the device components, which can create resistance and obstruct the device path during the procedure. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the peg of a 6/7f mynxgrip vascular closure device (vcd) was adhered to the device when removed from the body. Manual compression was held to finish the procedure. There was no reported patient injury. Additional procedural details were requested but not available. The device was returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3 and h6 as reported, the peg of a 6/7f mynxgrip vascular closure device (vcd) was adhered to the device when removed from the body. Manual compression was held to finish the procedure. There was no reported patient injury. Additional procedural details were requested but not available. The product was not returned for analysis. A product history record (phr) review of lot f2234101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the peg of a 6/7f mynxgrip vascular closure device (vcd) was adhered to the device when removed from the body. Manual compression was held to finish the procedure. There was no reported patient injury. Additional procedural details were requested but not available. The device was not returned for evaluation as previously expected.